Event description:
It was reported to abbott on (B)(6) 2022 that the patient was sent home to hospice and the patient passed away on (B)(6) 2013 from sepsis related to driveline infection as well as respiratory arrest. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. The patient expired on (B)(6) 2013 due to respiratory arrest, driveline infection, and sepsis, and heartmate ii lvas, serial number (B)(6) , was not explanted for analysis. The hmii lvas IFU lists infection and sepsis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The most recent revision of the heartmate ii instructions for use (IFU) is rev. C. Section 1 of this IFU lists infection, sepsis, and death as adverse events that may be associated with use of the heartmate ii left ventricular assist system. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 21jun2011. No further information was provided. The manufacturer is closing the file on this event.